Manufacturer narrative:
H6: update health effect - clinical code and health effect - impact code, remove previous reported codes. There is no device being returned, so no engineering evaluation could be performed. The images could not be provided, so no imaging evaluation could be performed. Therefore, the cause of the reported events can not be determined. Further information regarding this event was requested by gore, but no further information has been reported, therefore this investigation is considered complete.

Event description:
The following literature article was reviewed: the following information was received through literature "outcomes of the gore excluder abdominal aortic aneurysm leg endoprosthesis for treatment of central vein stenosis or occlusion in patients with chronic hemodialysis" published in journal of vascular surgery: venous and lymphatic disorders. The purpose of this study was to evaluate the effectiveness of an aaa contralateral leg endoprosthesis to treat symptomatic central venous occlusive diseases in 60 patients with chronic hemodialysis between (B)(6) 2013 and (B)(6) 2018. Circuit primary patency rate was 54.9% at 1 year of exculder devices implanted. Cumulative target site primary patency rate was 88.3% at 1 year. Secondary patency rate was 95% during follow-up. In results session, after excluder placement: the oversized distal end of the stent graft was formed because the distal vein was depressurized, resulting in intimal hyperplasia and repeated edge stenosis and stent graft occlusion, which was successfully managed with one stent graft extension.

Manufacturer narrative:
Patient weight was unavailable. Implant date was unavailable. Patient demographics: provided mean age was 67 years old and gender of article is 53% male, 47% female. Patient information will reflect (B)(6) male. Due to an unknown lot/serial number and no device return, an investigation could not be performed. It is unknown if these adverse events were related to the excluder devices. Information was not made available. Per the gore® excluder® aaa endoprosthesis instruction for use (IFU), indications for use, trunk-ipsilateral leg endoprosthesis and contralateral leg endoprosthesis components, the gore® excluder® aaa endoprosthesis is intended to exclude the aneurysm from the blood circulation in patients diagnosed with infrarenal abdominal aortic aneurysm (aaa) disease and who have appropriate anatomy. Article citation: outcomes of the gore excluder abdominal aortic aneurysm leg endoprosthesis for treatment of central vein stenosis or occlusion in patients with chronic hemodialysis yen-yang chen, et al. Journal of vascular surgery: venous and lymphatic disorders, volume 8, issue 2, march 2020, pages 195-204, received 8 jan 2019, accepted 24 aug 2019, available online 14 feb 2020. Https://doi.org/10.1016/j.jvsv.2019.08.017.

Event description:
The following literature article was reviewed: the following information was received through literature ¿outcomes of the gore excluder abdominal aortic aneurysm leg endoprosthesis for treatment of central vein stenosis or occlusion in patients with chronic hemodialysis¿ published in journal of vascular surgery: venous and lymphatic disorders. The purpose of this study was to evaluate the effectiveness of an aaa contralateral leg endoprosthesis to treat symptomatic central venous occlusive diseases in 60 patients with chronic hemodialysis between december 2013 and july 2018. Circuit primary patency rate was 54.9% at 1 year of exculder devices implanted. Cumulative target site primary patency rate was 88.3% at 1 year. Secondary patency rate was 95% during follow-up. In results session, after excluder placement: the oversized distal end of the stent graft was formed because the distal vein was depressurized, resulting in intimal hyperplasia and repeated edge stenosis and stent graft occlusion, which was successfully managed with one stent graft extension. Two patients receiving access closure after successful renal transplantation and one undergoing graft removal owing to infection and rupture.

Manufacturer narrative:
Added g3/g4, h1/h2, h6. Corrected h6: investigation conclusion.